Event description:
A retrospective review was performed by agfa for events, from years 2012 to march 20, 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 2015. The following event was identified and is being reported to the FDA. A complaint was opened on february 6, 2015, by agfa service who reported an incident with unintended movement of a dx-d 600 automatic v3.6 system. The customer explained that on (B)(6) 2015, she prepared to perform a shoulder exposure on the table. After the exposure she selected a shoulder exposure thumbnail on the nx workstation for the dx-d600 wallstand. The detector status went to ready (= green) and she went to the examination room. Without pressing the auto-center button the overhead tube crane moved from the table in the direction of the wallstand for about 1 meter to 1. 5 meters and then stopped. The patient was in the room at the time of the incident. The customer stated, she was not sure whether she slightly hit the movement button or not. There were no reports of harm to any patients or users during this event. Agfa has initiated the following corrective actions related to unintended movement of dx-d600 systems. On july 2, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On december 15, 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation.